Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system in normal mode where error 32098 was triggered replicating the reported event. The unit was tested on an in-house pftp and didn¿t trigger any errors. As a result of these findings, failure analysis concluded that the insertion brake and the acs are consistent with the reported event and are the root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple surgical procedure, the customer reported to technical service engineer (tse) that they were facing a recoverable fault on universal surgical manipulator (usm) arm 3. The customer stated that they disabled usm arm 3 to recover the system. Tse viewed the system event logs and confirmed error 32100 pointing to usm 3. The customer power cycled the system; however, the issue persisted. Tse requested to disable the usm arm 3 and move the arm 4 to get it on the right side and proceed with 3 arms. The procedure was completing as planned with no reported injury.